Event description:
The hcp reported the pump stopped working. No patient symptoms or event were reported. The drug used in the pump is lioresal (dose and concentration unknown). A dye study was performed with no issues. A rotor study performed indicated the pump failed. The device was explanted and returned to the manufacturer for analysis. Additional information has been requested from the hcp.

Manufacturer narrative:
.